Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: modified alert date to (B)(6)-2010. Evaluation summary: (B)(6) no anomalies found.

Event description:
It was reported that following implant, when the physician placed pressure on the wound and consequently the header, pacing was interrupted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, right after device was implanted when the physician placed pressure on the wound as well as the header, pacing was interrupted. Consequently the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.